Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness

Event description:
It was reported that an alert/notification settings occurred. On approximately (B)(6) 2024, the patient experienced dizziness and was nauseous. When she checked the cgm reading, this was 40 mg/dl, and no alerts were sounding. The patient then lost consciousness and their spouse called the emergencies. When the patient regained consciousness, she was at home with 2 paramedics. The patient had been treated with a total of 3 glucose gels and was given a peanut butter sandwich. Eventually the blood glucose reading went up to 70 mg/dl and the patient did not need to go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.